Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is broken within the white tubing between control knob and connector 6 feet 2 inches from the connector; there is no signs of melting/burning at the break location; the fiber tip does not show signs of usage. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending/user handling.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber broke/fractured near the middle and light was observed to be emitting at the break. The procedure was completed using a second surgical fiber. There was no patient injury reported. Gland volume: 50 ml. Time expended: 0 minutes joules used: 27.